Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to sha ft-bearing.

Event description:
The pump was returned for analysis with no product complaint associated with it. The catheter was not returned, however device implant query shows that a catheter revision took place on the date of the pump replacement, where a new catheter was also placed. Follow-up was being conducted to confirm that surgical intervention was initially due to the catheter occlusion. The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.

Event description:
Additional information received reported that the event date was (B)(6) 2015. The distal portion of the catheter was capped and left in and the proximal catheter removed on (B)(6) 2015. The outcome was resolved without sequelae (B)(6) 2015.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8590-1, lot # n252968, implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
It was reported that a patient had decreased efficacy that resulted in increased back pain for about six weeks. Catheter occlusion was diagnosed on (B)(6) 2015. A catheter access port (cap) contrast study was abnormal; the healthcare professional (hcp) was unable to aspirate the catheter but was able to inject. There was normal layering of contrast in the intrathecal space. A computed tomography (CT) scan with contrast showed that the catheter entered at t12-l1 (thoracolumbar level). Abnormal mild disc bulges were seen at thoracic level t7-t8 and t8-t9; no significant changes from a prior study. The reported event was ongoing as of (B)(6) 2015. The pump was used to infuse morphine and bupivacaine. No intervention or patient outcome was reported for this event. Follow up was conducted to obtain drug information. If additional information is received, a follow up report will be sent.